Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a f/u report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a f/u report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Customer reported that after a tumor removal the surgeon implanted a microsensor closed the wound, walked away it then noticed by the rn that the plastic casing broke apart exposing the wires. The surgeon was not immediately available to replace the device and left the pt without monitoring. It was noted that the pt was being monitored by a floor nurse until another device could be implanted.